Event description:
A surgeon reported that during implantation of an intraocular lens (iol), the iol would not stabilize, and the posterior capsule ruptured. The association between this event and the iol is not known. Additional info has been requested.